Event description:
Complainant reported by phone that a pt was administered optiray and following administration, there was an extravasation of approx 150 ml. The reporter did state that they know this was technique related and not product related. They called the hand surgeon for possible surgery. In 12/2004, contacted complainant to follow-up on pt. At that time, the reporter stated that the pt's hand blew up like a balloon and turned blue and blistered. The reporter stated that the pt went to the operating room for surgery on their hand. Risk management called in 1/2005 and provided the following info. The pt developed compartment syndrome due to the extravasation which required fasciotomy. Two days later, pt was returned to the or and the wound was closed. Pt recieved physical therapy and whirlpool therapy while pt was in the hosp. Pt did regain movement in their hand before being discharged. Pt was discharged from the hosp on 1/2005 and will continue to receive home therapy.